Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified no visible damage to the porous of the device. The inner radius of the device had scuffing. The od was checked per the attached print and found in conformance. The spherical radius is checked 100% at manufacturing. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after grinding the acetabulum with a 45mm acetabular file, a 46mm trial cup was used to try out the mold, which was the right size. After using the 46mm cup and implanting the acetabular cup prosthesis, it was found that the cup could not be tightened and could not provide the initial stability, and finally the 48mm cup was used and implanted into the acetabulum, which provided good initial stability. There was a thirty-five-minute (35) delay, and no patient harm or impact was reported. Surgical technique of the product was not utilized.